Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would not detach. The patient was undergoing stent-assisted coil embolization for an unruptured, saccular aneurysm located in the "left ic-anchoro an." The max diameter was 7.45mm, and the neck diameter was 6.08mm. The patient's blood flow was normal, and the vessel tortuosity was moderate. It was reported that the coil was inserted into the mass through the microcatheter. Detachment was attempted, but it failed. Detachment was attempted using a secondary detachment method, but it was not successful. The device was slowly retrieved back into the microcatheter and removed from the patient's body. The patient attempted to detach the coil three times with the first instant detacher, twice with the second instant detacher, and once manually. There was said to be no problems with the instant detacher. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a headway 17 microcatheter.